Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a ventral hernia repair procedure on (B)(6) 2015 and absorbable straps were used. During the procedure, the fixation tip fell off into the patient while using the device. The tip was retrieved from the patient and another device was used to complete the procedure. Additional information has been requested.

Manufacturer narrative:
It was reported that the tip was retrieved from the cavity without any additional dissection or lengthening of incision site. Conclusion: the actual device was returned for evaluation. The evaluation found the cannula cap was detached from the cannula tabs. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.